Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range pace impedance measurements and was suspected to be fractured. Lead sensing and pacing threshold measurements were normal. Chest x-ray was inconclusive. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.